Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported via powerpoint slides from the hospital that in situ the locking caps were loose. The revision surgery was scheduled at a later date. During the revision surgery, rods were added and the set screws were retightened. There was a 60 minute delay reported. No additional information about the event is available at this time. Device will not be returned for investigation. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
1st operation date was around (B)(6) 2009 the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).